Manufacturer narrative:
The pod arrived not deployed. Rotational sensor malfunctions were observed, resulting in the first prime ending prematurely at 19 pulses. After 29 total priming pulses, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. Contamination was observed on the commutator cap, but because the malfunctions were unable to be replicated in a rerun, it is inconclusive if the contamination is the root cause of the malfunctions. The rotational malfunctions are confirmed as the root cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.n981usqsehyh1 hardware: sm-n981u cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.